Event description:
On (B)(6) 2009, the patient reported that, at times, he experiences air bubbles in his insulin cartridges. He stated that he allows insulin to warm to room temperature prior to use. He does not properly adjust the piston rod of the infusion device before inserting the insulin cartridge. He stated that sometimes he disconnects from his infusion site and primes air bubbles out and sometimes he does not. He was advised to always remove air bubbles. No physiological effects were reported. The patient was not experiencing an air bubble at the time of the report. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.